Manufacturer narrative:
During the call the technical assistance group explained the probable cause could either be the user did not connect the connectors securely at the beginning when the scopes are being loaded, or the scope may have a blocked or clogged air / water channel so the back pressure causes the connectors to pop off. The technical assistance group also noted the scope needs to be checked for any blockage in the channel. The user facility stated they did brush the channel and there was no problem with the brush getting through the channel. The technical assistance group indicated that it is the air and water channel that needs to be checked and not just the biopsy channel; also certain areas inside the scope may not have been reprocessed properly. The user acknowledged and will re-test and reprocess the scope again. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility informed the technical assistance group that at the end the reprocessing cycles, the endoscope reprocessor's connecting tube was found disconnected/popped off from the endoscope side. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR. The original equipment manufacturer (OEM), omsc, performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The cause of the event cannot be conclusively determined. However, the connecting tube may have been disconnected from the scope for it was not connected properly. We could not confirm any factor from the design nor structure of the device. Though it is difficult to specify, it may have occurred by the user handling. Olympus will continue to monitor the field performance of this device.